Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip became stuck in the stenosed lesion, and the imaging catheter got wound up. When the entire system was removed, the outer sheath remained stuck at the tip and detached at the wrap joint, remaining in the body. The wire was also removed with the system, making it difficult to remove the outer sheath remaining in the body. Using the marker at the tip as a guide, the device was grasped with a snare, and an attempt was made to pull it out, but it detached approximately 10 cm from the tip, leaving about 20 cm inside the body. The device fragment was eventually removed through surgical cutdown.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window and imaging core were detached in the lap joint section. The imaging window was not returned for analysis. Visual inspection also showed the sheath assembly was kinked and the imaging core was coiled and tangled. A broken drive shaft was found within the telescope section of the device and imaging core windup began 32,80 cm from the distal end of the connector shaft. Microscopic inspection showed the imaging window was detached and the drive shaft was broken.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip became stuck in the stenosed lesion, and the imaging catheter got wound up. When the entire system was removed, the outer sheath remained stuck at the tip and detached at the wrap joint, remaining in the body. The wire was also removed with the system, making it difficult to remove the outer sheath remaining in the body. Using the marker at the tip as a guide, the device was grasped with a snare, and an attempt was made to pull it out, but it detached approximately 10 cm from the tip, leaving about 20 cm inside the body. The device fragment was eventually removed through surgical cutdown.